Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had received multiple pump error alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring = missing. Customer returned insulin pump for an alleged blank display, pump error 53 alarm and pump error 54 alarm found on feb 25, 2022. Device powered up properly after battery installation. Device was received with a missing reservoir tube o-ring and a missing retainer. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring and a missing retainer. Device passed the sleep current measurement, active current measurement and self test. Device was monitored for several hours and no blank display, pump error 53 alarm and pump error 54 alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. There was no pump eror 53 alarm and pump error 54 alarm recorded in the formatted history file for the event date. However, pump error 3 alarm and pump error 54 alarm were recorded and found in the formatted history file on 11/17/2021 21:00:11.000 and 11/17/2021 21:00:13.000. Pump error 3 alarm and pump error 54 alarm due to software error (linenumber = 1421; filenumber = 32122). Pump error 53 alarm was recorded and found in the formatted history file on 11/17/2021 21:19:14.000, 11/17/2021 21:19:56.000, 11/17/2021 21:20:23.000 and 11/17/2021 21:20:48.000. Pump error 53 alarm due to software error (linenumber = 5632 ; filenumber = 2005). Device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a end cap address label missing. A missing reservoir tube o-ring and a missing retainer were confirmed. Blank display was not confirmed. Pump error 53 alarm, pump error 3 alarm and pump error 54 alarm were confirmed. Pump error 53 alarm, pump error 3 alarm and pump error 54 alarm due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act